Manufacturer narrative:
No product was returned for evaluation. Data logs were reviewed and the log at time of high purge pressure alarms show that an increase in purge pressure over a period of approximately 5 minutes. No deviations in motor current or motor speed at time of purge increase. Approximately 1 minute before purge pressure begins to increase and purge flow starts to drop, a disruption in placement signal is observed, motor current and pump flow become momentarily saturated at that time. The log at the end of the case shows high purge pressure beginning to resolve as pump is weaned down approximately 10 hours after high purge pressure alarms are first triggered. Clinical details noted that a cassette change was attempted, and tissue plasminogen activator (tpa) was also administered, both did not resolve high purge pressure alarms. The root cause of the high purge pressure is most likely due to a kink in the purge line.

Event description:
The user facility reported a 68-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while on support, there was high purge pressure. Staff troubleshot by adding tissue plasminogen activator and replacing the purge cassette unsuccessfully. Plan was to wean and remove anyway, purge issues expedited the wean. There was no patient harm reported.